Manufacturer narrative:
An intuitive surgical inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The reported failure "bovie/erbe error: m02" was confirmed via system logs. Upon visual inspection, an issue was identified that may be related to the reported event. During testing, the iesu displayed error code m02/3 upon startup. A review of the internal log also revealed errors c00 and m02. The iesu was found to be in good cosmetic condition. Probable root cause is attributed to defective generator.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered repeated m-02 errors on the integrated electrosurgical unit erbe. The customer power cycled the erbe and replaced the power cords but the issue persisted. The customer then power cycled the system without change again. There was no third party generator or additional system available to continue the case. The procedure was converted to laparoscopy with no reported injury.